Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported recurrent mr appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (81003u165) was implanted, reducing mr to 1. On (B)(6) 2019, prior to discharge, echocardiogram showed the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr increased to 2. On (B)(6) 2019, an additional clip was deployed to stabilize the slda; however, the mr remained at 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.